Event description:
Customer reported the system lost pt data, and displays an anode warm warning at beginning of case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reseated the thermal sensor cable connector. Lost pt data problem could not be duplicated. System operates as intended. This MDR is related to ge healthcare complaint number.